Manufacturer narrative:
(B)(4). Batch # p57r4p. The device history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the customer noticed that the end effector was raised higher than it should have been when the device was clamped on tissue, but before the surgeon began to fire the first firing. It was unknown which reload was being used. Seam guard buttressing material was used. The device was not locked on tissue. The customer opened a second device of the same product code to compare end effectors and observed that the anvil tip on the original device was bent up. Procedure was completed with the second device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57r4p. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired and achieved its complete firing sequence without any difficulties. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).